Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included syncope, pid pelvic inflammatory disease and multiparous. Concurrent conditions included obesity and salpingitis. Concomitant products included bupropion (wellbutrin) and metformin. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, female sexual dysfunction, depression, anxiety, migraine, nausea, allergy to metals, fatigue, weight increased and vulvovaginal pain outcome was unknown, the headache and alopecia had resolved and the abdominal pain upper and dyspareunia was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menstrual disorder, migraine, nausea, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: normal endometrium with 5 leading coils on he right, 3 leading coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received- new event abnormal periods, apareunia (inability to have sexual intercourse), depression, anxiety, migraines, headaches, nausea, nickel allergy, fatigue, weight gain, hair loss, stomach pain, pain during intercourse, vaginal pain were added. New reporter, patient information, lot number, concomitant medication, historical and concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's past medical history included syncope, pid pelvic inflammatory disease and multiparous. Concurrent conditions included overweight and salpingitis. Concomitant products included bupropion (wellbutrin) and metformin. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), abdominal pain upper ("stomach pain / pain (severe sharp stabbing stomach cramps)"), vulvovaginal pain ("vaginal pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, female sexual dysfunction, depression, anxiety, migraine, nausea, allergy to metals, fatigue, weight increased and vulvovaginal pain outcome was unknown, the headache and alopecia had resolved and the abdominal pain upper and dyspareunia was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menstrual disorder, migraine, nausea, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: normal endometrium with 5 leading coils on he right, 3 leading coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: pfs received - new event 'plaintiff had not undergone essure confirmation test' was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included syncope, pid pelvic inflammatory disease and multiparous. Concurrent conditions included overweight and salpingitis. Concomitant products included bupropion (wellbutrin) and metformin. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, female sexual dysfunction, depression, anxiety, migraine, nausea, allergy to metals, fatigue, weight increased and vulvovaginal pain outcome was unknown, the headache and alopecia had resolved and the abdominal pain upper and dyspareunia was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menstrual disorder, migraine, nausea, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: normal endometrium with 5 leading coils on he right, 3 leading coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical problem). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.